Event description:
Procedure: hysterectomy. According to the reporter: the distal tip broke as they were doing the procedure. The tip fell into the patient. The hospital is not sure if the tip was retrieved. They are hopeful that it was caught in the suction. The case was not extended by more than 30 mins. No extended incision or blood loss. No tissue loss. The patient is currently doing fine. Nothing showed up at end of case on x-ray. Checked suction filter and did not find it. Checked specimen at end of case. Search cavity with scope with no success.

Manufacturer narrative:
(B)(4).